Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the connection of a homechoice cassette and transfer set. This occurred during fill one of five of peritoneal dialysis therapy. There was no allegation against the transfer set. Renal therapy services (rts) advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.